Event description:
The lay user/ pt contacted lifescan alleging that the product was reading the following message: inaccurate low. The subject meter/strips were compared to another meter's result (28 mg/dl on the lfr meter and 79 mg/dl on the other meter). The pt did not have control solution to perform a quality check test. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.